Event description:
It was reported that the nurse returned from road trip with patient on sun. Nurse reconnected pads and now the flow rate was low and has alert 01 (patient line open) and 02 (low flow). The device was working normally prior to leaving the unit. Patient temperature was 35.1c, target temperature was 36c. Mis walked through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. Nurse tried to restart therapy, no flow. Mis advised we could troubleshoot each of the four pads to find suspect pad so they could change it out. Nurse was in a rush and they would change out the whole set of pads. Nurse did think the patient transfer to and from the bed and scanner was rough on the pads. Nurse would call back if they have any issues after changing pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse returned from a road trip with a patient on sun. Nurse reconnected pads and now the flow rate was low and has alert 01 (patient line open) and 02 (low flow). The device was working normally prior to leaving the unit. Patient temperature was 35.1c, target temperature was 36c. Mis walked through stopping therapy, emptying pads, disconnecting and reconnecting with proper technique. Nurse tried to restart therapy, no flow. Mis advised we could troubleshoot each of the four pads to find the suspect pad, so they could change it out. The nurse was in a rush, and they would change out the whole set of pads. Nurse did think the patient transfer to and from the bed and scanner was rough on the pads. The nurse would call back if they have any issues after changing pads.